Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were higher than desired thresholds on the right ventricular (rv) lead. It was further reported there was oversensing and t wave oversensing on the rv lead. It was noted there were low r waves on the rv lead. It was further noted there was noise on the rv lead caused by pectoral myopotentials. The lead was first reprogrammed but later in the procedure the physician opted to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that fluctuating thresholds were noted.